Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for posterior collapse of the tibial metaphyseal bone with increased slope of the tibial component and posterior subluxation of the femoral component. Event is serious and is considered moderate. Event is definitely related to device and possibly related to procedure. Date of implantation: (B)(6) 2017; date of event (onset): (B)(6) 2018; (left knee).

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.